Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. Reported complaint could not be confirmed from the returned photo. Photo provided shows an activated company device. The nozzle appears to have been removed from the device and is in the blister tray beside the device. The iol is also visible. The reported "haptic of the lens did not fold" could not be confirmed from the returned photo. Based on our observation of the attached photo, the nozzle appears to have been removed from the device and is in the blister tray beside the device. The iol is also visible. The reported "haptic of the lens did not fold" could not be confirmed from the returned photo. Alone and without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, haptic of the lens did not fold as per the instructions, photo shows that the lens was essentially ¿crumpled¿ during the advancement of the plunger. The procedure was completed with back up lens. There was no patient involvement.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).